Event description:
The patient had a right total hip joint replacement in (B)(6) 2010. Patient developed pain and an x-ray demonstrated separation in the cement mantle about the stem. Revision surgery was performed on (B)(6) 2011 and found no major loosening. A cementless stem was inserted. There were some difficulties in assessing and matching the femoral dimensions to get the best fit for the stem. The patient was revised to catalog number 6276-1-021.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.